Manufacturer narrative:
The lipid lowering drug was rosuvastatin, and the patient's prescription was 10 mg once a day. Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The patient recovered to normal liver function, and it is unknown if the health care provider administered additional treatment. The patient has no medical history of abnormal liver function. The patient was taking lipid lowering drugs, which the investigator has associated with the post-operational abnormal liver function. The lipid lowering drug name and dosage, although requested, was not reported. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of abnormal liver enzymes is an inherent risk of the drug paclitaxel. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the distal third of the superficial femoral artery (sfa). Approximately three days after the index procedure, the patient experienced hepatic enzyme changes, although they had normal liver function values prior to the procedure. The patient recovered to normal liver function, and it is unknown if the health care provider administered additional treatment. The patient has no medical history of abnormal liver function. The patient was taking lipid lowering drugs, which the investigator has associated with the post-operational abnormal liver function. The lipid lowering drug name and dosage, although requested, was not reported. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No additional adverse patient effects were reported. The lipid lowering drug was rosuvastatin, and the patient's prescription was 10 mg once a day.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The patient recovered to normal liver function, and it is unknown if the health care provider administered additional treatment. The patient has no medical history of abnormal liver function. The patient was taking lipid lowering drugs, which the investigator has associated with the post-operational abnormal liver function. The lipid lowering drug name and dosage, although requested, was not reported. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of abnormal liver enzymes is an inherent risk of the drug paclitaxel. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the distal third of the superficial femoral artery (sfa). Approximately three days after the index procedure, the patient experienced hepatic enzyme changes, although they had normal liver function values prior to the procedure. The patient recovered to normal liver function, and it is unknown if the health care provider administered additional treatment. The patient has no medical history of abnormal liver function. The patient was taking lipid lowering drugs, which the investigator has associated with the post-operational abnormal liver function. The lipid lowering drug name and dosage, although requested, was not reported. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No additional adverse patient effects were reported.